Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. Model number/catalog number: sc-2408-56; serial number: (B)(4); batch/lot number: 19952506; model/catalog description: avista MRI perc lead kit 56 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that patients leads were protruding through the skin. The patient underwent an explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 19952506, model/catalog description: avista MRI perc lead kit 56 cm.

Event description:
A report was received that patients leads were protruding through the skin. The patient underwent an explant procedure.